Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's mother entered incorrect numerical values into the pump when delivering a bolus. Subsequently, the customer's blood glucose (bg) value lowered to 30 mg/dl. The customer went to the emergency room and consumed carbohydrates to address bg. A system check was performed and no issues were identified. The customer¿s mother acknowledged the event was due to user error. The customer was release from the ER on the same day with the issue resolved and no permanent damage sustained.